Event description:
The following has been reported:Customer reported: Two leaking sets on different patients within the same unit at (b)(6) (Lot FA25G03190). One set was retained for return to Fresenius, but the other set was discarded.A preliminary review identified the following issue: Administration Set leak (external part).An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.Additional information is needed to complete the investigation.